Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that while assembling the lcs15, the blade and tissue pad would not align properly, in order to allow the tissue pad and blade to close properly. The device was not used. There was no consequence to the pt.